Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shims show used instruments with disassembled and missing components. Each shim has one ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It is reported that the device was missing ball bearings after sterilization.